Event description:
It was reported the device is presented with a speaker malfunction error message and it is unknown if there was still sound present. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No diagnostic/functional testing was performed at the philips authorized repair facility. The customer was informed that due to the device being worked on and modified/repaired outside the philips factory/repair bench, no further evaluation will be performed. Philips healthcare does not support 3rd party modification/repair of the mx40. The product malfunction was unable to be confirmed, because the device was opened and modified/repaired outside the philips factory/repair bench, so the device was returned to the customer unrepaired. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.